Event description:
Small part of brush head pin going to back of throat "[foreign body in throat]" toothbrush head broke during use-oral-b power oral care "[device breakage]" case narrative: consumer reported via web that toothbrush head broke during use-no serious injury reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.